Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual and microscopic examination of the returned device found distal stent damage. Some of the stent struts were misaligned. The area where there was no damage found on the stent was measured at 1.06mm. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. Visual examination of the tip revealed tip damage. The tip was kinked at approximately 2mm from the tip edge. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A review of the device history record found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.

Event description:
This complaint is now reportable based on the analysis completed on 01/29/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.50x24 mm taxus liberte drug-eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the severely tortuous, calcified left first diagonal. The lesion was predilated with a 2.0 and 2.5mm balloon. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage.